Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the device revealed that there was right ventricular noise. The device was reprogrammed to address the noise. There were no patient consequences.